Manufacturer narrative:
(B)(4). Batch #t5d98v. Investigation summary the analysis results showed that one gst60b cartridge reload was received sterile with three double drivers loose inside of sterile package. No functional test was performed due the condition of the cartridge. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the cartridge drivers loose. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, three staple drivers were found inside the package before the it was opened. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.